Event description:
During a total gastrectomy procedure. The instrument did not fire properly. The surgeon applied another device to the proximal side of the first application site and resected the tissue remove the device.